Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she over corrected and experienced low blood glucose of 23 mg/dl. Her husband helped her and after eating raisins her level went to 70 mg/dl. Customer inquired about the period of use of infusion sets; she was advised that she should change it after 2 days. Nothing further reported.